Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed and recommended replacement of lcd touch bezel assembly and keypad assembly. Service will be performed by hospital employee. No report of patient involvement. Legal manufacturer: (B)(4).